Manufacturer narrative:
On 05/09/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample a crease was noted on the anterior and extending to the posterior view, also a tear was observed on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/08/2019, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 475cc saline breast prostheses on (B)(6) 2019. On 04/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 475cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.